Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colono videoscope tested positive for greater than 150 cfu (colony forming units) of escherichia coli, morganella sp, pseudomoas aeruginosa gruppe, and enterococcus faecalis. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide corrections and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: d8; e1; g3; h2; h3; h4; h6 and h11. Corrected field: e1. The device was culture tested positive by the customer. The device was evaluated where no abnormalities were found that could have led to the reported event. Additionally, evaluation found the device: connecting tube has foreign objects; air water (aw)-cylinder has foreign objects; s-cylinder has foreign objects; j-tube has foreign objects; ch-tube has foreign objects; aw-tube has foreign objects; nozzle has foreign objects. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested positive by olympus; therefore, the user request was confirmed. After decontamination, the device was tested positive again. Third hygiene microbiological investigation (hmi) test was performed after repair. After the replacement of contaminated components, the device was tested negative. From the instructions for use (IFU) manual: "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." (Operation manual, precautions, page6). "In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy." (Reprocessing manual, precautions, page6). ¿the medical literature reports incidents of cross-contamination resulting from improper reprocessing. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals for all ancillary equipment [¿]¿ (reprocessing manual, precautions, page6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.